Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1894 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was hospitalized for non-hodgkin's lymphoma. On (B)(6) 2022, the nurses followed the doctor's instructions to insert a central venous catheter for peripheral cannulation and infusion of chemotherapy drugs. When the catheter was placed, it was found that there was no scale mark on the wall of the catheter, and it was replaced immediately. No adverse effects on patients.